Event description:
It was reported that the sleeve of the handle with drill guide was deformed. During initial inspection at the manufacturing location upon receipt of the product, it was confirmed that the tip of the device was deformed. It was also found that a very small fragment was broken and missing.

Manufacturer narrative:
Investigation in progress but not yet complete.